Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo, eccentric lesion with heavy tortuosity, moderate calcification and 90% stenosis in left circumflex coronary artery. After the 3.0 x 18 mm xience alpine was implanted, a 3.0 x 15 mm nc traveler balloon dilatation catheter was advanced to the target lesion and inflated twice to 16 atmospheres for 15 seconds each time. Because incomplete stent apposition was noted via intravascular ultrasound (ivus), the 3.0 x 15 mm nc traveler balloon dilatation catheter was re-advanced to the lesion; however, the device got stuck with the tortuous anatomy in proximal end of the target lesion. While attempting to advance the device by pushing, the proximal shaft got kinked. There was no resistance noted during removal of the nc traveler balloon dilatation catheter from the patients anatomy. The nc traveler was replaced with a non-abbott balloon catheter, which crossed the lesion without any issue. The procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.